Event description:
It was further reported that the vascular tortuousity was severe. No resistance was encountered while advancing the guide wire into the microcatheter. Physician stated that while advancing the whole system it felt much stiffer than the other detachable 018 fidc coils that were previously deployed in the patient. Continuous flush was maintained throughout the procedure.

Event description:
It was reported that during a embolization treatment procedure, a missing coil was noted. Treatment was indicated for the uterine artery. The 2mm x 4cm interlock detachable coil was inserted into the microcatheter. The delivery wire was advanced and no coil was seen exiting the microcatheter. The microcatheter and the delivery wire were removed from the patient and no coil was found on the delivery wire. A head to foot x-ray of the patient revealed that the coil was not inside the patient's anatomy. The physician was satisfied that the coil was accidentally deployed on the sterile trolley and never entered the patient. The procedure was completed as no further coils were necessary. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).